Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately one hour and upon removal the tampon unraveled and fell apart leaving a piece of pledget inside her vaginal cavity. She was able to manually remove the piece of pledget. She did not seek medical attention and did not experience any adverse health effects.